Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed for unit not turning on after charging. The log was not downloaded because the unit does not power on. The receiver case was opened, and pictures were taken and a internal visual inspection was performed and failed due to water damage. Confirmation of the complaint was confirmed. The probable cause is moisture damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw12c" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.